Event description:
While troubleshooting the aviva system, the customer reported missing segments; performed display test, all segments appear as normal. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.